Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, the device log was provided for review. A review of the device log shows no indication of a device malfunction but was operator's use. The reported advisory is expected, the device did not discharge because pressing the energy up button after charging the device disarms the charge internally. The charge button must be pressed again to recharge the device in order to deliver energy. Analysis of reports of this type has not identified an increase in trend.